Event description:
Pt's meter reads not ok. Pt mentioned that meter had not been working for the past week and a half. Pt takes a set amount of insulin. Pt did not experience any symptoms of high or low blood sugar. Pt mentioned that they were admitted twice to the e.r. For low blood sugar. Pt mentioned that it was their fault for taking insulin and not reporting the meter right away when they knew it was not working. The first time they were admitted, their blood glucose was 46mg/dl and the second time it 36mg/dl for both incidents they were admitted overnight. Pt did suffer a serious injury and was treated in the e.r. For low blood sugar. Customer service was unable to resolve the issue and sent pt a new meter.